Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on 16-may-2024. The blood glucose level of the patient ranged between 200 to 400 mg/dl. Moreover, the infusion set was used for 1.5 days. No further information available.